Manufacturer narrative:
The investigation for the reported product damage has been completed. No product was returned for evaluation. Clinical details states that the impella was inserted before priming was complete. 0.018 inch guidewire became completely bent. The root cause of the delivery issue was use-related due to pump reinsertion following improper technique. Added- d6b, h6 impact code 4629 f6/f8 should have been left blank in the initial report. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 30-year-old patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp was inserted before priming was completely completed, so it had to be reinserted. The 0.018 inch guidewire became fully bent and it was difficult to reinsert. A new 0.018 inch guidewire was used. There was no patient harm.